Event description:
On january 11, 2016 the lay user/patient contacted lifescan (B)(4) alleging that an unknown onetouch meter was displaying an unknown error message. The customer care advocate (cca) contacted the patient on january 14 with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began two years ago. The patient manages their diabetes with self-adjusted insulin. The patient could not recall the exact error message obtained; however, they stated that they were unable to obtain a blood glucose reading and they did not have a backup meter. The patient reported that they developed symptoms of heart racing and began to sweat. The patient reported that they immediately self-treated these symptoms by drinking apple juice. The cca was unable to troubleshoot the issue as the patient no longer had the meter available. As the incident occurred two years ago the patient could not recall the name of the meter used, only that it was a onetouch brand. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.